Event description:
It was reported that the device needle was hard to retract to safety. No patient injury was reported.

Manufacturer narrative:
No investigation or root cause analysis could be conducted given that no complaint sample was returned. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given were to recur. Report 3012307300-2022-08751 is no longer considered reportable, please disregard any MDR reports associated with it.